Event description:
A catheter included in the kit (used for administration of a local anesthetic agent) broke upon removal from the surgical site at the completion of the therapy prescribed. A separate procedure was conducted to remove the catheter.